Event description:
Overdelivery reported: the customer contact reports that a pt went into respiratory distress while receiving pain management therapy to control unspecified pain. There was no specific programming info or event detail available. It was reported that the pt required narcan (dose and frequency unspecified) to reverse the narcotized state. According to the customer contact, "internal investigation determined that the event was due to operator error in programming the rate of delivery." Additional info has been requested from the customer contact. All info will be submitted on a follow-up medwatch.